Manufacturer narrative:
As reported in a research article, patient outcomes/complications of trifecta valve in a subject population with multiple co-morbidities including hypertension, hyperlipidemia, diabetes mellitus, chronic kidney disease, and cerebral disease. Some of the complications reported were stroke, hospitalization, surgical intervention (valve-in-valve), aortic regurgitation, aortic stenosis and unspecified svd. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title "self-expandable transcatheter valve is a potentially useful option for a failing small surgical aortic bioprosthetic valve"

Event description:
The article, "self-expandable transcatheter valve is a potentially useful option for a failing small surgical aortic bioprosthetic valve", was reviewed. The article presented a retrospective, single center study on to evaluate the outcomes of trans-catheter aortic valve implantation for a failing surgical bio-prosthesis (tis), including echocardiographic parameters and adverse events, and to seek the correlation between the surgical aortic valve (sav) size and incidence of prosthesis¿patient mismatch (ppm) in japanese patients with a small body surface area (bsa). The devices included in the study were carpentier-edwards perimount magna, mosaic, epic supra, trifecta, and mitroflow. The article concluded that trans-catheter implantation inside a failing small aortic valve did not increase the frequency of prosthesis¿patient mismatch in this japanese cohort. [The primary and corresponding author was arudo hiraoka,department of cardiovascular surgery, the sakakibara heart institute of okayama, 2-5-1 nakaicho, kita-ku, okayama 700-0804, japan, with corresponding email: bassbord1028@yahoo.co.jp]. The time frame of the study was from july 2018 to december 2021. A total of 30 patients were included in the study, of which 2 received an abbott device. The average age was 84.5 years and the majority gender was male. Comorbidities included hypertension, hyperlipidemia, diabetes mellitus, chronic kidney disease, and cerebral disease.

Manufacturer narrative:
Literature attachment: article title "self-expandable transcatheter valve is a potentially useful option for a failing small surgical aortic bioprosthetic valve".

Event description:
N/a.